Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was displaying noise on the rate/sense channel resuling in a diverted episode and pacing inhbition. All lead measurements are stable.